Event description:
The complainant reported that a patient with existing lower limb ischemia had to be escalated from an impella cp to an impella 5.5 pump in response to the condition. It was noted that the ischemia developed following prior insertion of an intra-aortic balloon pump. A fem-fem bypass had been completed prior to impella implant, but the decision was made to escalate to impella 5.5 support to avoid further complication in the limb.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed. The device and data were not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.